Event description:
The customer reported that the ortho provue analyzer interpreted the result of a crossmatch test as negative. The customer visually reviewed the microtube and reported that they observed positive (1+) reactivity. A false negative result during crossmatch testing could lead to transfusion of incompatible blood. Results did not match historical patient data. There was no patient sample information released.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and performed cleaning and maintenance. No definitive root cause was determined for the reported incident. However, verification of the camera alignment and optimization of gel camera optics has returned the instrument to its expected operation.